Event description:
This 67-yr-old male was brought to ER at 11:54 am 9/17/94 after falling at home. X-rays confirmed a subcapital displaced left hip fracture. He underwent medical evaluation and was taken to the or. Approx 8-10 minutes after the cement was placed (while hardening) the pt developed severe hypotension and bradycardia. Cardiac arrest followed and resuscitation attempts were unsuccessful. He was pronounced dead at 19:45 9/17/94. He was alert and talking to the anesthesiologist (under spinal anesthesia) seconds before this event occurred.